Event description:
It was reported the back housing was cracked and the screen cover was "messed up". Follow-up determined that the plastic piece inside of the atrial connector was broken, resulting in a loose connection. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis confirmed the customer comment that the lower case was broken. Analysis also found that the keyboard was scratched, that the atrial output connector had a broken pin from the cable inside it, making it impossible to fully insert the patient cable connector, that the upper case was broken, that the upper and lower case and battery release were contaminated, that one bail cover was broken and one missing, the ring cover, both bails and the ring were missing, the battery contacts were compressed and the battery drawer and o-ring were contaminated. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Event description:
It was reported the back housing was cracked and the screen cover was "messed up". Follow-up determined that the plastic piece inside of the atrial connector was broken, resulting in a loose connection. The device was returned for repair. No patient complications were reported as a result of this event.